Event description:
Consumer complaint of blood results reading "lo". Caller stated he used control solution to clean the test strip port and when he attempted to perform a blood test, the meter read "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. "Lo" readings stored in meter memory. Per r&d investigation, the meter was received with red viscous fluid on the strip connector and surrounding area. The investigation stated that the fluid resembled control solution. Root cause: foreign material on strip connector.

Event description:
Consumer complaint of blood results reading "lo". Caller stated he used control solution to clean the test strip port and when he attempted to perform a blood test, the meter read "lo". No adverse event reported.